Manufacturer narrative:
Follow-up #1: date of submission: 10/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2016 with the following findings: a review of the black box indicated multiple reboots following consecutive call service 052/054 alarms on (B)(6) 2016. The pump powered on normally and successfully completed ez-prime steps. The pump was exercised for 24 hours with no power interruptions occurring. The pump cover was removed and no defects were found to the power circuit. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Serial #: (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The reporter indicated no power to the pump; no additional information was available. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.